Manufacturer narrative:
Reporter¿s phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is misuse/abuse of the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor power was too low on the battery oscillator device. It was further reported that the device had heavy noise during oscillation and the device failed pre-diagnostic assessment for oscillations frequency. It was noted in the service order that the device was heating up when placed on chord. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.